Event description:
During preparation, there was resistance when two deltapaq coils were to be pushed out from the tip of the introducer sheath and could not be deployed. Analysis revealed that both coils were damaged. Other micrus coils were used before and after this, and they did not have any problems. There was no serious injury or required intervention as a result of the event.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. The unit was returned with the device positioning unite (dpu)/coil fully advanced outside the green introducer sheath. The coil was received severely damaged. The coil was knotted and entangled. The coil¿s socket ring is located off to the side and under the pet angle ring. The proximal end of the coil has been stretched. The remaining coil exhibits compression-like damage. The coil, especially the distal section with the ball tip, has a copious amount of blood, tissue, and contrast adhering to it. The distal tip of the green introducer has a blockage of a blood, protein, and contrast mixture. This blockage prevented dpu advancement until ultrasonic and significant force was used. Blood was found inside the sheath. The coil was returned severely damaged. The evidence as received suggests two contributing factors to the coils resistance during advancement. The first factor is the blockage of a blood, protein, and contrast mixture found at the distal tip of the green introducer. Significant force was required to move the device positioning unit (dpu) past this interference. To prevent potential product damage, the instructions for use (IFU) recommends the following; ¿to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained. If unusual friction is still noticed during advancement or retraction of the microcoil system; verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system.¿ the second factor is the selection of an incompatible series 18 microcatheter that was used with a 10 series microcoil system. For optimum product performance and to prevent potential damage; the instructions for use (IFU) recommends; ¿the micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 inches (0.356 to 0.432 mm).¿ the excelsior 1018 microcatheter has an inner lumen of 0.019¿. Since there was no evidence of a manufacturing issue related to the event, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting...